Event description:
Per the clinic, the patient was hospitalized and explanted, due to a skin flap infection. Patient was explanted in 2009. Reimplantation has not been decided on at the time of this report.